Event description:
Patient was revised to address a grossly loose and out-of-position cup, and it was noted that the screw was also broken a couple of threads from the head. It was reported that a nerve stimulator implanted in close proximity to the acetabulum may have contributed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.